Event description:
It was reported that during an arthroscopy procedure, the dyonics rf system produced a burning smell. No patient or user complications were reported as a result of this event. The procedure was completed by using a backup dyonics rf system.

Manufacturer narrative:
This incident was reported by a distributor. All available information has been included in this report. On-going attempts to follow up with the distributor for additional information regarding the details of this event are being made.